Event description:
A facility reported a hakim valve (B)(6) remained stuck at 130 mmhg, therefore, it was removed and replaced. No additional information was provided.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hakim valve was returned for evaluation: DHR - lot 7509758 conformed to specifications when released to stock. Failure analysis - the valve was visually inspected; no defect was noted. The valve passed the tests for programming, occlusion, leak, reflux and pressure. Root cause - at the time of investigation, no programing issues were noted. The potential root cause for the reported issue could be due to biologicals debris , as noted in the IFU : accumulation of biological matter (i.e. Blood, protein accumulations, tissue fragments, etc.) In the programming mechanism can cause inability of the device to be reprogrammed. Clogging of the programmable valve with biological matter can cause the valve to become unresponsive to attempts to change the pressure setting.